Event description:
Prior to use, while purging the units, air was noted in the hub of both units. During the preparation, the physician tried to purge two delivery tubes of the trufill dcs, (636f00615, 636f00721) using dcs syringe; however the air came into the hubs of both products. Therefore, they were unable to purge the delivery tubes. The dcs syringe connected to the dcs coil and the coil was in the dispenser hoop. The syringe was up to the blue zone. Another coil was used to complete the procedure. The products were not clinically used. There was no defect on the outer box and sterile pouch. The products were properly stored in the storage area.

Manufacturer narrative:
The product was not returned for analysis. The DHR review for this lot indicates that the product was tested including visual hub purge ability and dcs purge ability and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan. It is not known what the source of the saline was, whether there was air in the syringe or whether the same syringe was used to successfully purge and detach the next dcs coil that was used successfully. There is not enough information available to determine if procedural factors contributed to the reported prepping difficulty. The product was not returned for analysis; therefore, the exact cause for the reported complaint cannot be determined. This is one of two units used on the same patient. MFR report #1058196-00064 & MFR report #1058196-00065.